Event description:
It was reported that 15 to 21 months after implant it was not stimulating in the right area. As a result, diagnostics were performed and they found ¿three and four¿ were in the wrong area and there was no data for ¿leads one, two and five.¿ therefore, the system was replaced with a drug infusion system. The patient stated at the replacement they found out the spinal cord stimulator (scs) was on the whole time when they thought it had been turned off. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0437145v, implanted: (B)(6) 2004, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).